Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement.

Manufacturer narrative:
It was initially reported to philips that the device with sn (B)(4) failed the op check. The customer later admitted that device sn (B)(4) did not have any issues. The customer reported that sn in an attempt to receive better service since that device had a service contract attached to it. This case was closed due to the customer acknowledging they knowingly called in the serial number of a device which did not experience any issues. There is no issue with sn (B)(4). There is no indication of a systemic problem; no further investigation or action is warranted.